Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 8.0 and 8.0 inr. The corresponding lab result reported was 4.8 and 4.5 inr. These are two different patient results.